Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event and explant dates are an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-21929. It was reported that the stimulation was causing nerve pain in the patient's legs. As a result, the scs system was explanted on an approximate date of (B)(6) 2013.